Event description:
It was further reported that the initial inflation was to 6 atms. The pt was asymptomatic during this event. The physician used a 6f zuma2 jr4 guide catheter to cross the lesion. The maverick2 monorail 20/3.25 mm balloon was removed and replaced with another balloon to successfully complete the procedure.

Event description:
During a ptca treatment procedure, the maverick2 monorail 20/3.25 mm balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The physician used a neo's soft guidewire to cross the lesion. No pt injuries or complications were reported. Pt status is reported as 'good'.